Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred ten minutes after initiation of a patient¿s hemodialysis (hd) treatment. It was reported that the blood was observed in the dialysis compartment of the arterial head. The nursing staff was able to detect the leak. The machine, a fresenius 4008s, alarmed appropriately with a blood leak alert. Non-fresenius bloodlines were being utilized for the treatment. Blood test strips were not used. No damage was identified on the dialyzer prior to use. It was unknown if the patient's blood was returned. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was 180 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for a manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A photo was provided showed the top of the dialyzer connected to the machine, with blood pooling within the bell housing, outside of the fibers. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A review of the production record was performed. The production record review showed there was one approved temporary dn in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred ten minutes after initiation of a patient¿s hemodialysis (hd) treatment. It was reported that the blood was observed in the dialysis compartment of the arterial head. The nursing staff was able to detect the leak. The machine, a fresenius 4008s, alarmed appropriately with a blood leak alert. Non-fresenius bloodlines were being utilized for the treatment. Blood test strips were not used. No damage was identified on the dialyzer prior to use. It was unknown if the patient's blood was returned. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was 180 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for a manufacturer evaluation as it was reportedly discarded.